Event description:
During surgery on the bladder, the tip of the scope was missing. The tip was found in the bladder. An open procedure was done in order to remove the tip. Patient tolerated the procedure well and was discharged the next day.

Event description:
During surgery on the bladder, the tip of the scope was missing. The tip was found in the bladder. An open procedure was done in order to remove the tip. Patient tolerated the procedure well and was discharged the next day.